Event description:
Device report from synthes (B)(4)reports an event in (B)(6) as follows: our client company (B)(4) found a defective screw when received at medical devices. They have returned the defective screw to our warehouse. This is 1 of 1 report for complaint (B)(4)

Manufacturer narrative:
Upon further review of the complaint, it was determined the complaint is not reportable due to: does not meet the definition of an MDR reportable event. It is not likely to result in patient harm, the need for additional medical or surgical intervention. The MDR report ability status has been updated to: does not meet the definition of a reportable event.synthes is retracting medwatch report:#2520274-2013-06407

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing. Placeholder.